Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended the annual mapping on (B)(6) 2018 and could not detect sound on 4 channels. The user reported a decrease in hearing performance since (B)(6) 2017 and is currently unsatisfied with the fitting. No accident or trauma is reported. External devices have been checked.

Manufacturer narrative:
Additional information: based on received information, the active electrode is assumed to have partially migrated out of the cochlea. A full insertion could be achieved at the time of implantation. The device remains implanted and in use. The clinic will monitor the recipient.

Event description:
The user attended the annual mapping on the (B)(6) 2018 and could not detect sound on basal 4 channels. The user reported a decrease in hearing performance since (B)(6) 2017 and is currently unsatisfied with the fitting. No accident or trauma is reported. As per new information, a complete insertion was achieved at initial surgery. The clinic intends to monitor the patient, but re-implantation is not considered at the moment.